Event description:
Ous MDR - it was reported that approx. 82 months after the implantation, during a follow-up, the shock impedance was out of range (> 150 ohms). No peculiarities were observed on the x-ray. The lead was capped and subsequently extracted with laser. Insulation damages were noted during the revision procedure.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 14 cm distal of the is-1 connector pin. The proximal fragment and a distal fragment severely stretched to 72 cm were returned for analysis. The visual inspection found significant extraction damage, which indicates a strongly grown-in lead. The massive stretching and deformation of the distal fragment speak for high tensile forces that must have acted on the lead body during the extraction process. A sudden drop of the tensile force most likely led to the damage to the insulation because the rope conductors exited in that area. This could be detected after extraction of the lead, as mentioned in the complaint text. The shock coil was also strongly deformed and showed tissue residue. This damage manifestation supports the assumption of a strongly grown-in lead. The further course of the analysis found multiple signs of abrasion at the lead fragments. Especially at 16 cm and between 14.5 and 12.5 cm proximal of the tip electrode, the insulation had been damaged by fraying. The observed damage manifestation speaks for strong mechanical stress of the lead in the implanted state. A strong ingrowth behavior might have limited the leads mobility. Diagnostic images for an evaluation of the lead in the implanted state were not available for analysis. Due to the extent of the damage, especially of the distal fragment, further analyses regarding the increased shock impedance complained about could not be carried out. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.